Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 4 years after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. During the surgery bone resorption and peri-implantitis was reported. The patient has since recovered.